Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, a second mattress suture was placed, forward retention suture placed for the sheath due to the sheath backing out of the groin to achieve hemostasis. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26955 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26955.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The user facility reported a 54 year old male patient with a rp pump to support due to acute myocardial infarction. The patient suffered a st elevated myocardial infarction (stemi) and ventricular tachycardia (vt) arrest and was transferred to the tertiary center. The pump groin site had to have extra suturing for the access site bleeding. The team then placed ECMO when the pump was explanted. The patient survived the procedure.